Event description:
Caller stated during routine suctioning of the patient, it was noted that the hub separated from the outer cannula. The tube was replaced with another. It was reported that there was no patient harm.

Manufacturer narrative:
Device was received and evaluated. Separation confirmed. Root cause is under investigation and additional information will be filed in a following report upon completion of the investigation.